Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cysto-nephro videoscope's forceps jaws broke and could not close. The issue occurred during a diagnostic cystoscopy procedure in the bladder. Various movements were attempted to close the jaws without success. The scope and forceps were removed and the tip of the forceps were cut with wire cutters to enable removal from the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device bending section sheath adhesive was found to be detached. A definitive root cause of the issue could not be determined, however the issue was likely the result of component failure due to repetitive use stress and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Correction is being made to previously submitted h11 and b6 to address the investigation finding for the reported b5 event that was inadvertently not included. Based on the results of the investigation, the reported broken forceps jaws and could not close issue could not be reproduced, and a root cause of the reported issue could not be determined.

Event description:
This report is for a correction to h11.